Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual examination identified that the balloon material had torn circumferentially approximately 30mm distal from the proximal sleeve of the balloon. The distal section of balloon material was noted to be severely bunched up and pushed forward towards the tip of the device. During analysis the investigator retracted the bunched-up balloon material. A visual and microscopic examination was performed on both sections of balloon material and the distal section of balloon was noted to be torn longitudinally beginning approximately 4mm distal of the distal markerband and extending approximately 13mm proximally across the balloon material. No issues were noted with proximal section of the balloon material. A visual and tactile examination of the shaft identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the tip and markerbands identified no issues that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06357. It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vein. A 4.0 x 40 40cm mustang¿ balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The device was completely removed by simply pulling out and another 4.0 x 40 40cm mustang¿ balloon catheter was inserted. Subsequently, on its initial inflation, the balloon also ruptured. The device was completely removed by simply pulling out. The procedure was then completed with a 5mm mustang balloon catheter. No patient complications were reported and the patient's status was stable.